Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did oscillate; however, the device failed power test and had sticky triggers, worn trigger components and corroded internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device would not oscillate. According to the reporter, the other running functionalities appeared to be working but it was just the oscillation feature that seemed to be not functioning. During in-house engineering evaluation, it was observed that the device failed power test and had sticky triggers, worn trigger components and corroded internal components. It was reported that the operating room had plenty of inventory available; therefore, there was no delay in the scheduled surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.